Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The company representative was on-site and confirmed the reported event. However, the sample was not received by the investigation site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrectomy probe aspiration became very poor in an ophthalmic system.